Event description:
2/15/99 insertion of port-a-cath with groshong catheter. Pt discharged 2/16/99 to home. 8/25/99 1324 pm admitted to ed w/palpatations "fast heart rate". Hr 120 with dvt vs v-tach cxr reveals tip of catheter embolized to rt ventricle approx 2".